Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced abnormal high blood glucose, and the doctor stated that the piston in the insulin pump is too loose as well the device was not delivering insulin properly. The customer would like to have a replacement. No further information was provided.